Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged after being implanted for two days. Surgical intervention was performed to reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.